Event description:
Date of procedure: (B)(6) 2007 diagnosis: lumbar spinal stenosis. Laminectomy l2-s1, posterior lumbar interbody fusion l4-5, l5-s1 the patient did demonstrate evidence of significant spondylosis at l4-5 and l5-s1 with stenosis extending from l2 to s1. The patient was admitted and underwent a decompressive lumbar laminectomy at l2 and l3 as well as from l4-s1 with posterior lumbar interbody fusion at l4-5 and l5-s 1. Date of procedure: (B)(6) 2009: plif lumbar spondylosis with lumbar radiculopathy involving the ll-2, l2-3 and l3-4 levels. Removal of the prior hardware at l4-5 and 15-s1 bilaterally. Complication: patient "developed postsurgical complications like she had severe anemia and she received, according to the patient, 1 units of blood transfusion." Date of procedure: (B)(6) 2011: patient had a repeat laminectomy with l2-l5 date of procedure: (B)(6) 2011 placement of pain pump date of procedure: (B)(6) 2011: patient had an intrathecal pump implanted additional visits: (B)(6) 2010 MRI report MRI lumbar spine without contrast findings: mild levocurvature at thoracolumbar junction is again noted the posterior transpedicular screw rod fixation and anterior fusion from l2 through sl level is noted with susceptibility artifact from the hardware limiting evaluation of surrounding structures. Minimal grade 1 ante rolisthesis of l5 on sl appears unchanged. Laminectomy defect from l2 through l5 level is noted. Posterior to the postoperative bed and thecal sac, 10 x 2 x 2 cm sized fluid collection is noted from l2-l3 through l5-sl level. It appears to be multiloculated. Posterior paraspinal misculature fatty atrophy is identified. (B)(6) 2009. There was evidence of postsurgical changes and there were also recurrent stenosis at l2-l3, l3-l4 with spondylosis. (B)(6) 2009 CT myelogram of the lumbar spine was also done which showed postsurgical changes with adequate arthrodesis finally on (B)(6) the CT report (B)(6) 2009 conventional and CT lumbar myelogram mild retro- spondylosis of l2 on l3. Mild posterior disc bulge at l2-l 3. .

Manufacturer narrative:
(B)(4).